Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 2 months. The pump was not explanted; however, the external/distal end portion of the percutaneous lead and the patient's system controller were received for investigation. The evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s daughter contacted the healthcare professionals to report that the patient had expired at the nursing home during the night on (B)(6) 2016. It had reportedly appeared like the patient went into the bathroom and, for an unknown reason, disconnected both batteries from the system controller. The patient did not reconnect the batteries or connect to a power source thereafter. It was reported that the patient gets confused sometimes and may have disconnected the batteries. The patient¿s family was inquiring about why alarms did not occur. The patient was reported to have been feeling fine prior to the event and had not had any known difficulty connecting to a power source before. An autopsy was not performed and the pump was not explanted. No further information was provided. On 04/20/2016, the center submitted the system controller log file data to the manufacturer¿s technical services department for analysis. The log file contained approximately 50 minutes of recorded data and showed that the system controller was approaching the threshold of low battery advisory alarm throughout most of the recorded history. A white power cable disconnect event was captured followed by a time clock reset event. A time clock reset flag indicates that the system controller has lost all external power. After an unknown time period, the system controller was connected to a power module and recorded that the pump was disconnected from the system controller. The data recorded at the end of the log file showed the pump was repeatedly connected and disconnected.

Manufacturer narrative:
The report of the power source being disconnected from the system was confirmed based on the evaluation of the log file retrieved from the returned system controller; however, the reported event was unable to be reproduced during evaluation of the returned system controller. The system controller functioned as intended during analysis. A section of the percutaneous lead (lead) approximately 24" long was returned for evaluation. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The lead was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal a functional issue with the returned percutaneous lead. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.